Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate pacemaker-mediated tachycardia (pmt) episodes from this implantable device. Ts reviewed the provided data and it was discussed that the pmt episodes provided were the result of variable right ventricular (rv) low and high amplitude measurements. The stored episodes showed that this resulted in over-sensed noisy signals which caused pacing inhibition and impacted the timing cycles. Additionally, the rv lead exhibited a low, out-of-range pacing impedance (<200 ohms) measurement. Ts concluded that all of these factors point towards rv lead impairment. Thorough provocative maneuvers were recommended, as well as diagnostic imaging, to assess the rv lead integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a boston scientific product.